Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that no communication was displayed during the procedure and the device stopped working. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has initiated a detailed investigation of the reported event. A root cause has not yet been identified. Siemens will submit a supplemental report with the results of the investigation when it has been completed. Siemens completed the detailed investigation of the reported event. The cause of the reported event was a hardware problem. The system suffered a failure of the real time computer (rtc). Due to this failure, the x-ray release and system movement were not possible. An extensive investigation could not be performed because the affected part was not returned to siemens. In the opinion of the siemens technical expert, the most probable root cause is a defective component or power supply inside the rtc. The rtc issue can be performed in the logfile analysis. After hardware replacement by the siemens customer service engineer, there were no further issues as described in the complaint description and the system works as intended. Thus, a hardware issue could be determined as the relevant root cause. In addition, the spare parts consumption was checked. A possible general fault that would require corrective measures to the installed base could not be determined by the investigation.